Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient clarified that the original implanted lead had moved the same day it was implanted, somewhere between the surgery and recovery. It was noted that they were not able to revise that lead and a second (additional) lead was implanted 6 days later.

Event description:
Additional information was received from the consumer regarding the cause of the new lead that had shifted, steps taken to resolve the shifted lead, and whether the shifted lead issue was resolved. The consumer reported that the first lead implanted on (B)(6) 2015 had shifted while the patient in the hospital. The consumer also reported that the second lead implanted on (B)(6) 2015 had shifted within two weeks, but the patient did not know why. Steps taken to resolve the shifted lead included talking to a manufacturer representative. It was noted that the shifted lead issue was not resolved.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Implant date information was unclear. Records indicated the device was implanted on (B)(6) 2015 however, event information indicated implant was prior.

Event description:
The consumer reported that the patient's leads had moved. After implant when the patient was being moved to his room, the lead had moved. After surgery, the stimulation had covered both left and right. Once the patient got to his room, stimulation was only covering the right side. It was further reported that they went back in on (B)(6) 2015 and added a lead to the left side of the spine so the patient would have coverage on both the left and the right sides. It was later reported that the new lead had now shifted; it was going across the spine and crossing over the other lead. The patient mentioned he had back surgery to put in screws to separate the discs in (B)(6) 2014; since this surgery, the patient had groin pain on the left and right side. It was noted that the patient's groin pain existed prior to device implant. In addition, the patient was scheduled on (B)(6) 2016 to have injections in both the left and right side of the groin to see whether that helped with the groin pain. It was also reported that the patient's left big toe and the toe next to it were numb. The healthcare professional told the patient that this pain was nerve pain, and the patient may not be able to get relief from the stimulation. The patient reported increasing stimulation to 6.0, and he could feel stimulation working while he was sitting. Once the patient was up and moving, he experienced groin pain. The consumer also reported that the therapy was implanted for pain in the lower buttock area and down the leg; the patient stated that the therapy did cover the pain for which it was implanted. The patient wondered whether it was possible for the therapy to cover all of his pain. It was reviewed that everyone is different and reacts to stimulation differently. It was noted that a manufacturer representative was made aware of the initial lead movement and groin pain on (B)(6) 2015, and the manufacturer representative was aware of the new lead shifting in (B)(6) 2015. Further information received from the manufacturer's representative (rep) reported the rep was aware of the lead moving after the first surgery in (B)(6) 2015. The day of the surgery was when he was aware of that. The rep noted that he and the healthcare provider (hcp) educated the patient very well on how to limit the physical activities to avoid lead movement, but the patient was very non-compliant and that was what resulted in the lead movement. It was nothing due to the product or manufacturer. The hcp was aware of the patient's continuous non-compliance, so if the leads had moved again, the hcp could confirm any other information. The rep stated he believed the patient should not have been implanted due to their non-compliance as the patient had violated every instruction that was given to him. The patient's indications for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reiterated the previously reported complaint and added that their movements were very limited. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that the spinal surgeon told him there was nothing more they could do for his back and pain. They were thinking of putting in a different device. The patient said the trial went well. The permanent stimulator lead moved and second lead was implanted the first lead was left implanted. The patient said the stimulator did not work well like the test. As his pain increased the stimulator helped less. The stimulation did not reach into the hip where the pain was. The manufacturing representative (rep) had recalibrated the device many time. The patient had the stimulator removed (B)(6) 2017. The patient had a hip replacement and has since stopped "taking many pains". As of this report patient has groin and upper buttock pain and the more he walks the worse it got. Patient also said he felt swelling around the groins. Health care professional (hcp) recommended a different pain device. Patient said he was normally active and would like to get back to being more active.